Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced the right side of their upper aligner digging into their gum. They reported blisters, sensitivity and discomfort in this event.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.